Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the defective processor board as a result of normal wear and tear. The autopulse platform was manufactured in 2005 and is 14 years old, past the expected service life of five years. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to system error user advisory (ua) 136 (internal parameter corrupted) message displayed upon powering on. The archive data review showed occurrence of ua136 (internal parameter corrupted) error message on the reported complaint date. The processor board needs to be replaced to remedy the system error. The service could not be performed due to the non-availability of the replacement part. The replacement part for autopulse 1.1 is no longer available. Informed customer about the non-availability of the parts and the autopulse platform will be scrapped. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.